Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set disconnected from the patient line of the cassette which resulted in a leak; further described as ¿the catheter was unhooked from the patient line on the cycler and the bed was wet¿. This occurred during use of devices for peritoneal dialysis (pd) therapy. The patient placed a cap on their transfer set and shut down their cycler. There was no report of patient injury, however the patient was treated with po keflex as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.